Event description:
The device was used during a total colectomy. Reportedly, the instrument did not cut and when removing the device, tissue was torn. The surgeon converted to a colostomy to correct the condition and complete the procedure. The hosp has reported no pt injury occurred.